Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026 at 18:00, during use, the urinary catheter malfunctioned as the catheter balloon was found to be ruptured after the catheter fell out on its own, following a transurethral laser prostate resection (tulip surgery) performed on (B)(6) 2026; upon inspection no tearing or bleeding at the urethral opening was observed. The patient did not report any special discomfort. The on-duty doctor was informed and advised observation, and the patient was subsequently able to urinate naturally with no adverse effects reported.